Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Per normal protocols, a PICC line catheter was inserted without radiographic confirmation of proper location of catheter. The PICC line was inserted to deliver antibiotics. It is believed that the PICC line may have been inserted too deeply which may have contributed to a ventricular tachycardia. The issue resolved after the PICC line was adjusted.